Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that PICC line catheter went inside the body of a pediatric patients as the connector lock was not sufficient to hold that grip. Despite the intervention of a radiologist, it did not come out. Eventually patient has to change the hospitals and doctors for treatment. Patient is a hematology malignant patient, treatment was delayed. No other information was provided.